Event description:
It was reported the patient was not receiving stimulation high enough in his back. It was reported the physician had an x-ray taken which revealed the lead was left of the anatomical midline, however, no migration was noted. Reprogramming was unable to provide stimulation above the tailbone area. Follow up identified the physician was to perform a trial lead procedure at a future date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.